Event description:
As stated by the customer (B)(6) 2012: bath was leaking, bath tube came loose from the chassis. Has been glued. Door seal was also leaking and gas strut was defective.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional information will be provided upon conclusion of the manufacturer¿s investigation.